Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. The medtronic representative was performing planned maintenance (pm) and when he got to verify airkerma, it fails. Tried to re-calibrate three times and put the new values in config file save them and reboot the system and when verified it failed again. System doesn't recognize new values. When he compared the config file and backup config file, he found they were not the same. There were some modification on the current config file and when those modification were restored the airkerma calibration passed. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with restored modifications. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm) on the imaging system, he was not able to get a passing test while calibrating air kerma, specifically when kv is set to 50. He wa's able to pass all other tests and at all other kv values. There was no patient present when this issue was identified.